Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer state they felt their blood glucose level was high. Blood glucose level at the time of call was 295 mg/dl. Troubleshooting was performed. The device will not be returned for analysis.